Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) episode in which a ventricular pace was put on a t wave, this caused the rhythm to become ventricular fibrillation (vf) after atrial tachy response (atr). Oversensing of atrial activity was noted. Once in vf, undersensing in the rv channel was noted due to low amplitude vf. The device was functioning as programmed. Technical services (ts) was consulted and provided reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.